Event description:
A blood leak occurred at the middle of treatment. The dialyzer was at the 3rd reuse. The leak was observed with leak detector. Blood loss volume is around 200cc, since the blood was not returned to the pt.